Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic transabdominal pre-peritoneal, the needle came off the suture when it was being inserted into the trocar to suture the peritoneum. It was also reported that the thread broke. A new product was used to complete the procedure. There was no patient injury.